Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 65 mcg/day) via an implantable infusion pump. It was reported that some point in early (B)(6) the patient had a catheter infection. The cause of the infection was unknown and there were no known environmental/external/patient factors that may have led or contributed to the infection. The catheter was explanted on (B)(6) 2018 and the pump was retained in the pump pocket and set at minimum rate. A new catheter was implanted on (B)(6) 2018 and the pump was refilled and restarted. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.